Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited noise causing auto mode switch episodes. The lead remained implanted and the patient would be monitored.